Event description:
It was reported that the customer had a broken sensor in the serter. The issue happened in the hospital. Customer was not present so troubleshooting was not possible. Caller reported that he can send a photo and a replacement will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.